Event description:
During a whipple procedure, the doctor was firing across duodenum and the device formed only a partial staple line. Also, the central staple line had malformed staples. Theis resulted in an open staple line. Surgeon had to hand-suture to close. No pt consequences.